Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set was leaking; further described as ¿miniset was leaking despite twist clamp closed¿. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined. However, due to the discoloration of the occlude legs and bottom threads of the main body, the damage was consistent with damage caused by exposure to the chemicals agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.